Manufacturer narrative:
H10 - one used list# 206680490, extension set, 17 inch, 0.2 micron filter, clave y-site, secure lock. Lot# 3903806 and one used spiros¿ closed male luer, list # unknown, lot# unknown were received for evaluation. The complaint of leakage on the used 206680490 extension set w/micron filter set could be confirmed. The product was tested per product specification. There was a leak from both the inlet and outlet filters. The leaks appeared to seep through filter vent material from various locations. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate reaction during use. Filter vent leaks are currently under further investigation at the manufacturing location. The device history review (DHR) for lot 3903806 and no nonconformance were found that would have led to the reported complaint.

Event description:
The event involved an extension set 17 inch, 0.2 micron filter clave y- site secure lock, that leaked during a 24 hour infusion of etoposide, doxorubicin, and cytarabine in normal saline. The patient reported feeling wetness and a leak was noted at the air vent of the 0.22 micron filter. It was reported that the filter was not cracked. The filter was replaced. There was patient involvement and no harm was reported. This report is for two of three events for this patient.